Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing unexplainable high blood glucose. They first started noticing the high blood glucose on (B)(6) 2017. Their blood glucose levels at the time would be around 500 mg/dl to 600 mg/dl. The customer would treat with pens or manual shots. The customer had spoken to their doctor. The customer¿s blood glucose level was 270 mg/dl. Troubleshooting was performed. It was noted that they had multiple no delivery alarms since the high blood glucose began. The device will not be returned for analysis.